Event description:
Per the clinic, the patient was hospitalized overnight for two weeks (specific date not reported) due to an infection and the patient was treated with IV antibiotics administered twice a day (specific date and duration not reported). The implanted device remains.